Event description:
On 9 apr 2025, seaspine became aware of two separate incidents involving postoperative screw fractures at the c1 level. Both cases occurred following spinal surgeries utilizing the northstar oct spinal system. This report addresses the first of the two reported events.

Manufacturer narrative:
The part number and lot number associated with the reported implant fracture were not provided, and details of the index procedure are unavailable. Radiographic review confirmed the reported fractures; however, as the device remains in situ, it was not made available for evaluation. The reporting surgeon indicated that the patient is clinically stable, with no adverse symptoms or revision surgery required. Due to the limited information and the inability to assess the device, the root cause of the fracture could not be determined. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.